Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial 13 of 15. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 15 wafers from 2 market units had an off-centered starter hole. Reportedly, 10 affected wafers were from one previously unopened box and 5 from previously unopened second box. The products were not used. No photo is available at this time.